Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed allergic reaction to the therapy electrodes that was open and oozing while at a hospital. The patient was prescribed hydrocortisone cream by their physician at the hospital. There is no indication of a device malfunction that caused the irritation. Follow up indicated that the irritation had improved.